Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead was returned in two segments. Insulation degradation was noted at 11.5 cm, 12.2 cm, 12.6 cm, and 12.7 cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 16.9 cm to 17.9 cm from the distal tip. The sensing conductor etfe was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.